Event description:
In 2006, the physician successfully deployed an emboshield into the right internal carotid artery (rica); pre-stent dilatation was not performed; an xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved. It was reported there were no adverse events and the patient was discharged to home on the next day. It was reported that about one month later, the patient was found in her garden stooped over and frothing at the corner of her mouth. She had right sided hemiparesis and was unable to speak. A head CT demonstrated no evidence of acute intracranial hemorrhage or mass effect. She was diagnosed with an acute cerebrovascular accident with right sided paresis. She had no gag reflex and was very unresponsive. She was transferred to a nursing home five days later with a do not resuscitate order. At 11:40pm on that day, the patient expired.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.